Manufacturer narrative:
Not returned to manufacturer.

Event description:
Unilateral primary osteoarthritis left knee [osteoarthritis]. This serious, regulatory authority, spontaneous report was received from a nurse in united states. This report concerns a patient of unknown age and gender who experienced unilateral primary osteoarthritis left knee during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection concentration 10mg/ml of unknown dose, for an unknown indication on unknown dates. The nurse reported they were notified of a hospitalization of the patient. The diagnosis for admission was reported as unilateral primary osteoarthritis left knee. No additional information was reported. The patient was hospitalized on an unknown date due to unilateral primary osteoarthritis left knee. Action taken with euflexxa was unknown. On an unknown date, the outcome of unilateral primary osteoarthritis left knee was unknown. Concomitant medication use and medical history was not reported. At the time of reporting the case outcome was unknown. Additional information received on 15-may-2017: reporter name provided. No new significant information. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: FDA device report number = mw5069218. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Argus number: (B)(4).